Manufacturer narrative:
1 x oats-8.5-5 of unknown lot was not returned to cirl for evaluation. Therefore, a document-based investigation will be carried out. Prior to distribution all oats-8.5-5 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for oats-8.5-5 cannot be carried out since the lot number of the device is unknown. The instructions for use, which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, the ¿potential complications¿ section in the IFU mentions ¿additional complications associated with biliary stent placement include, but are not limited to : trauma to the biliary tract or duodenum, obstruction of pancreatic duct, stent migration. The clinical advisor has confirmed that the difficulty of retrieval of the stent was due to physician¿s technique or the broken of the retriever and would be the probable cause for stent migration. There is no evidence to suggest the user did not follow the IFU. Complaint is confirmed from the customer testimony. According to the information reported, an additional stent was placed to keep the drainage. A definitive root cause could not be determined from the available information. A possible root cause could be attributed to the user technique in stent retrieval or a broken retriever. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions.

Manufacturer narrative:
Device evaluation: 1 x oats-8.5-5 of unknown lot was not returned to cirl for evaluation. Therefore, a document-based investigation will be carried out. Pr328807 (mrd ref: 1037905-2021-00192) and pr329586 (MDR ref: 3001845648-2021-00414) are related. Documents review including IFU review: prior to distribution all oats-8.5-5 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for oats-8.5-5 cannot be carried out since the lot number of the device is unknown. The instructions for use, ifu0096-1 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, the ¿potential complications¿ section in the IFU mentions ¿additional complications associated with biliary stent placement include, but are not limited to : trauma to the biliary tract or duodenum, obstruction of pancreatic duct, stent migration. The clinical advisor has confirmed that the difficulty of retrieval of the stent was due to physician¿s technique or the broken of the retriever and would be the probable cause for stent migration there is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the user technique in stent retrieval or a broken retriever. Summary: complaint is confirmed from the customer testimony. According to the information reported, an additional stent was placed to keep the drainage. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
A plastic stent (oats-8.5-5) was implanted in the distal bile duct. (The placement date is unknown) the reported stent retriever was used for removing the plastic stent (oats-8.5-5) that had already been implanted. (The stent was not migrated at this moment) when the approach of the reported stent retriever was gained, the plastic stent that had already been implanted was protruding from/ out of the duodenal papilla. Because of the residual food and poor field vision, it was difficult to align the reported stent retriever with the axis of the plastic stent. The stent kept migrating during the joining process, and the tip of the reported stent retriever got broken and remained in the plastic stent. As a result, the stent was placed/migrated deeper than the stricture (this report), and the reported stent retriever tip was broken ((B)(4)), so it became difficult to retrieve the stent. Therefore, as an additional treatment, a new stent (gadelius's double-pig bile duct stent, 7fr7cm) was placed beside the plastic stent to keep drainage. Currently, the plastic stent to be retrieved and the reported stent retriever tip are left in the body. The future treatment is still undecided, but the physician is considering placing a metallic stent in the stenotic area to expand the stenosis and then remove the migrated plastic stent.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.